Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device showed that the male luer stem of the needle introducer appeared to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the dlp aortic root cannulae with a vent line, the customer reported that it was impossible to remove the introducer needle from the cannulae. The devices were replaced. There was no patient involvement, so no adverse effect occurred.